Manufacturer narrative:
The device was examined by the local factory service representative. The representative observed that the male pin from standard paddles used with the device had broken off and remained in the device therapy connector. The paddles and device therapy connector were replaced and proper operation observed.

Event description:
An attempt was made to use the device to deliver defibrillator therapy to the patient. Reportedly, the defibrillator would not change when the standard paddles charge switch was actuated. With little delay, the operator pressed the main keypad charge switch and therapy was adminstered. The patient was not resuscitated. The reporter stated patient outcome was not affected by the use, due to a lack of patient viability.